Event description:
The patient's healthcare provider (hcp) reported the patient's implantable neurostimulator (ins) was non-functioning. X-rays were pe rformed to "check for non-working wires". No symptoms were reported. The indication for use included degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.